Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), device dislocation ("migration of implant"), device expulsion ("expulsion of essure device") and fallopian tube perforation ("perforation (fallopian tubes)") in a 45-year-old female patient who had essure (batch no. 841869) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism. Concomitant products included levothyroxine. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage, device dislocation, device expulsion and fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, leiomyoma ("leiomyoma") and fallopian tube cyst ("left fallopian paratubal cyst"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, device expulsion, fallopian tube perforation, leiomyoma and fallopian tube cyst outcome was unknown. The reporter considered device breakage, device dislocation, device expulsion, fallopian tube cyst, fallopian tube perforation and leiomyoma to be related to essure. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and medical record received: lot number, reporter information, patient details, other relevant history, product information, concomitant drugs and events expulsion of essure device, perforation (fallopian tubes), leiomyoma, left fallopian paratubal cyst) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), fallopian tube perforation ("perforation (fallopian tubes)"), device dislocation ("migration of implant/ malposition of essure device , location of device: placed into both sides"), uterine perforation ("perforated uterus- left device embedded within myometrium"), device expulsion ("expulsion of essure device") and genital haemorrhage ("abnormal bleeding (general)") in a 45-year-old female patient who had essure (batch no. 841859) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Medical conditions: current weight 150 lbs. Surgical pathology report: diagnosis: uterus and bilateral fallopian tubes, excision: - benign cervix - benign weakly proliferative endometrium - leiomyomas" - benign bilateral fallopian tubes with paratubal cyst (left). - foreign bodies. Present in bilateral cornu consistent with iuds; left device embedded within myometrium. Concurrent conditions included hypothyroidism and underweight. Concomitant products included levothyroxine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines/headaches"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type:blurry"), eye infection ("vision/eye problems type: infections") and weight fluctuation ("weight gain/ loss (specify which one ) both started gaining weight right away, then startyed losing"). In (B)(6) 2011, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). In (B)(6) 2011, the patient experienced toothache ("dental problems:4 teeth removed-become loose and hurt") and underwent tooth extraction ("dental problems:4 teeth removed-become loose and hurt"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fallopian tube cyst ("left fallopian paratubal cyst"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss") and muscle spasms ("leg cramps /both legs -all up and down") and was found to have leiomyoma ("leiomyoma"). The patient was treated with oxycodone and surgery (hysterectomy with bilateral salpingectomy, hysterectomy with unilateral salpingectomy and vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, uterine perforation, device expulsion, genital haemorrhage, leiomyoma, fallopian tube cyst, vaginal haemorrhage, menorrhagia, cystitis, bladder disorder, urinary tract disorder, migraine, nausea, toothache, tooth extraction, vaginal discharge, vision blurred, eye infection, fatigue, weight fluctuation, alopecia and muscle spasms outcome was unknown. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered alopecia, bladder disorder, cystitis, device breakage, device dislocation, device expulsion, eye infection, fallopian tube cyst, fallopian tube perforation, fatigue, genital haemorrhage, leiomyoma, menorrhagia, migraine, muscle spasms, nausea, tooth extraction, toothache, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.8 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation. Lot number:841859 manufacture date:2011-03 expiration date:2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-mar-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), fallopian tube perforation ("perforation (fallopian tubes)"), device dislocation ("migration of implant/ malposition of essure device , location of device: placed into both sides"), uterine perforation ("perforated uterus- left device embedded within myometrium"), device expulsion ("expulsion of essure device") and genital haemorrhage ("abnormal bleeding (general)") in a 45-year-old female patient who had essure (batch no. 841859) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Medical conditions: current weight (B)(6) . Surgical pathology report: diagnosis: uterus and bilateral fallopian tubes, excision: - benign cervix - benign weakly proliferative endometrium - leiomyomas" - benign bilateral fallopian tubes with paratubal cyst (left). - foreign bodies. Present in bilateral cornu consistent with iuds; left device embedded within myometrium. Concurrent conditions included hypothyroidism and underweight. Concomitant products included levothyroxine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines/headaches"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type:blurry"), eye infection ("vision/eye problems type: infections") and weight fluctuation ("weight gain/ loss (specify which one ) both started gaining weight right away, then startyed losing"). In (B)(6) 2011, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). In (B)(6) 2011, the patient experienced toothache ("dental problems:4 teeth removed-become loose and hurt") and underwent tooth extraction ("dental problems:4 teeth removed-become loose and hurt"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fallopian tube cyst ("left fallopian paratubal cyst"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss") and muscle spasms ("leg cramps /both legs -all up and down") and was found to have leiomyoma ("leiomyoma"). The patient was treated with oxycodone and surgery (hysterectomy with bilateral salpingectomy, hysterectomy with unilateral salpingectomy and vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, uterine perforation, device expulsion, genital haemorrhage, leiomyoma, fallopian tube cyst, vaginal haemorrhage, menorrhagia, cystitis, bladder disorder, urinary tract disorder, migraine, nausea, toothache, tooth extraction, vaginal discharge, vision blurred, eye infection, fatigue, weight fluctuation, alopecia and muscle spasms outcome was unknown. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered alopecia, bladder disorder, cystitis, device breakage, device dislocation, device expulsion, eye infection, fallopian tube cyst, fallopian tube perforation, fatigue, genital haemorrhage, leiomyoma, menorrhagia, migraine, muscle spasms, nausea, tooth extraction, toothache, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight fluctuation to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Lot number was updated. Added event abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), bladder infection, bladder or urinary problems or changes, migraines, nausea, dental problems:4 teeth removed-become loose and hurt, vaginal discharge, vision/eye problems type: infections and blurry, fatigue, weight gain/ loss (specify which one ) both started gaining weight right away, then started losing,, hair loss, leg cramps, she did not undergo essure confirmation test. Updated onset date of events. Patient's demographics was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant'), fallopian tube perforation ('perforation (fallopian tubes)'), device dislocation ('migration of implant/ malposition of essure device , location of device: placed into both sides'), uterine perforation ('perforated uterus- left device embedded within myometrium'), device expulsion ('expulsion of essure device') and genital haemorrhage ('abnormal bleeding (general)') in a 45-year-old female patient who had essure (batch no. 841859) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Medical conditions: current weight 150 lbs. Surgical pathology report: diagnosis: uterus and bilateral fallopian tubes, excision: - benign cervix - benign weakly proliferative endometrium - leiomyomas" - benign bilateral fallopian tubes with paratubal cyst (left). - foreign bodies. Present in bilateral cornu consistent with iuds; left device embedded within myometrium. Concurrent conditions included hypothyroidism and underweight. Concomitant products included levothyroxine. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines/headaches"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems type:blurry"), eye infection ("vision/eye problems type: infections") and weight fluctuation ("weight gain/ loss (specify which one ) both started gaining weight right away, then startyed losing"). In (B)(6) 2011, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"). In (B)(6) 2011, the patient experienced toothache ("dental problems:4 teeth removed-become loose and hurt") and underwent tooth extraction ("dental problems:4 teeth removed-become loose and hurt"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fallopian tube cyst ("left fallopian paratubal cyst"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss"), muscle spasms ("leg cramps /both legs -all up and down") and abdominal pain ("abdominal pain") and was found to have leiomyoma ("leiomyoma"). The patient was treated with oxycodone and surgery (hysterectomy with bilateral salpingectomy, hysterectomy with unilateral salpingectomy and vaginal hysterectomy bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, uterine perforation, device expulsion, genital haemorrhage, leiomyoma, fallopian tube cyst, vaginal haemorrhage, menorrhagia, cystitis, bladder disorder, urinary tract disorder, migraine, nausea, toothache, tooth extraction, vaginal discharge, vision blurred, eye infection, fatigue, weight fluctuation, alopecia, muscle spasms and abdominal pain outcome was unknown. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, device breakage, device dislocation, device expulsion, eye infection, fallopian tube cyst, fallopian tube perforation, fatigue, genital haemorrhage, leiomyoma, menorrhagia, migraine, muscle spasms, nausea, tooth extraction, toothache, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 16.8 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation. Lot number:841859, manufacture date:2011-03, expiration date:2014-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Reporters information updated. Event: abdominal pain were added. Incident we received a lot number this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), fallopian tube perforation ("perforation (fallopian tubes)"), device dislocation ("migration of implant") and device expulsion ("expulsion of essure device") in a 45-year-old female patient who had essure (batch no. 841869-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism. Concomitant products included levothyroxine. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), leiomyoma ("leiomyoma") and fallopian tube cyst ("left fallopian paratubal cyst"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, device expulsion, leiomyoma and fallopian tube cyst outcome was unknown. The reporter considered device breakage, device dislocation, device expulsion, fallopian tube cyst, fallopian tube perforation and leiomyoma to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid). Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), fallopian tube perforation ("perforation (fallopian tubes)"), device dislocation ("migration of implant"), uterine perforation ("perforated uterus- left device embedded within myometrium") and device expulsion ("expulsion of essure device") in a 45-year-old female patient who had essure (batch no. 841869-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism. Concomitant products included levothyroxine. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), leiomyoma ("leiomyoma") and fallopian tube cyst ("left fallopian paratubal cyst"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy), surgery (hysterectomy with unilateral salpingectomy), surgery (hysterectomy with unilateral salpingectomy), surgery (laparoscopic-assisted vaginal hysterectomy bilateral salpingectomy) and surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, uterine perforation, device expulsion, leiomyoma and fallopian tube cyst outcome was unknown. The reporter provided no causality assessment for uterine perforation with essure. The reporter considered device breakage, device dislocation, device expulsion, fallopian tube cyst, fallopian tube perforation and leiomyoma to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical records received. Reporters were added. Event added per mr: uterine perforation. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.